Event description:
It was reported that myopotential oversensing was observed via (B)(4) transmission. Reprogramming the device was recommended.

Event description:
New information received indicated that via remote transmission, stored episodes of non-sustained lead noise were observed. Patient was in atrial fibrillation with rapid ventricular response and asymptomatic. Review of session records showed intermittent loss of capture. High threshold was seen during in-clinic follow up and it was noted that the threshold had been increasing since implant. Programming will be made, and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.